Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age and gender unknown) but after charging the energy to the selected level, the device would not discharge energy. Clinicians then obtained another device and continued treatment of the patient. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.